Manufacturer narrative:
The reported pfc*sigma/ov/dome pat 3peg,38 (product code 960102, lot number d13062295)was received and evaluated. A draft investigation form/template was utilized to document the evaluation and observations of the returned product as a pilot for the accuracy and effectiveness of a proposed standardized approach. No evidence of micromotion of the device in vivo. Noticeable extraction damage. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Revision due to pain, instability, subluxation and fracture of the patella implant.